Event description:
Pt's attorney contacted depuy to initiate a claim. Medical records provided indicate the pt was revised due to acetabular loosening. Metallosis was discovered intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.